Event description:
It was reported that the ventricular lead exhibited high impedance of 1500 ohms and high capture threshold of 4.5 v at 1.5 ms in the bipolar configuration. It was noted that the patient was in renal failure so the electrolyte imbalance may have affected the lead performance. The lead was capped and replaced.

Manufacturer narrative:
Na